Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead was repositioned due to failure to sense. The lead remains implanted and in service. No adverse patient effects were reported.